Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this lead was repositioned due to a dislodgment. Additional information received suggested that the reported dislodgment might have ben cause by a twiddle's syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided

Event description:
It was reported that this lead was repositioned due to a dislodgment. No additional adverse patient effects were reported.